Event description:
It was reported that a patient with ventricular septal defect and was placed on venoarterial extracorporeal membrane oxygenation in addition to an impella 5.5 for unloading. During support, it was reported that the patient experienced cardiac tamponade. Bedside washout and clot evacuation was performed. In addition, a purge blocked alarm resolved with administration of tissue plasminogen activator. It was also noted that the patient was extubated. However, the patient experienced delirium and reintubated. They also reported that transesophageal echocardiogram confirmed proper impella orientation and position, though slightly advanced at 5.4 centimeters. The patient optimized to p-8 shortly after and began to experience ectopy and suction events at p-8 which resolved at p-6. The impella was repositioned under echocardiogram for suction alarms. The patients outcome was stable.

Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿

Manufacturer narrative:
The investigation of low pump flow, ventricle perforation, vf/vt/af/at, and high purge pressure has been completed. Low pump flow: data log review shows several suction alarms and low flow from (B)(6) 2025 to (B)(6) 2025 at various p-levels. Suction alarms on (B)(6) 2025 when the pump was turned from p-8 to p-6 were triggered by diastolic suction. There were no positioning alarms associated with this time. Suction alarms continued to be triggered intermittently throughout the rest of the case even after turning the p-level down. Motor current was fairly stable throughout this time with no motor current spikes observed. There were some periods of low flow during the day of the complaint, particularly when suction alarms are triggered, but the low flow was not sustained for long periods of time. The investigated high purge pressure was resolved by the time of the suction reports. Product was returned and evaluated. The pump was returned cut so it could be not be run in the lab. There was a kink found in the mid-section of the cannula on the returned pump. The correlation between the cannula kink and low pump flow is unknown as the low pump flow was inconsistent throughout the entire case and the cause of the kink is unknown. No biomaterial was observed in the cannula or on/near the impeller. No other abnormalities were found. The root cause of the suction was not determined since the suction alarms did not resolve completely after the repositioning event on (B)(6) 2025 based on data log review, preload was noted to be adequate at the time of the complaint, and the product was returned cut. Ventricle perforation: the root cause of the ventricle perforation was not determined since insufficient clinical details were provided about the timing/cause of the perforation. Vf/vt/af/at: the cause of the ectopy was unable to be determined due to insufficient clinical details. The failure mode vt/vf/at/af is used as a category for injuries including arrhythmia, asystole, bradycardia, cardiac arrest, heart block, paroxysmal atrial fibrillation, tachycardia, ventricular fibrillation, and ventricular premature complexes. High purge pressure (hpp): data log review shows purge pressure began to slightly/gradually increase and purge flow slightly/gradually decrease on (B)(6) 2025. Then, on (B)(6) 2025, there's a 2 minute increase in purge pressure from 600 mmhg to greater than 1000 mmhg. At the beginning of this 2-min. Rise, there is a shift up in motor current with a speed deviation (but no motor current spike). The high purge pressure was then sustained for about 10 hours before returning to 600 mmhg. There were also three instances of long bag/cassette changes prior to the hpp events. However, none of these instances occurred directly before the initial purge pressure increase or the 2-minute rise in pp on (B)(6) 2025. Product was returned and evaluated. The pump was returned cut so it could not be tested for hpp reproduction. No biomaterial was observed in the cannula or on/near the impeller. No other abnormalities were found. The root cause of the high purge pressure was most likely biomaterial buildup as data log review showed a slight gradual rise in pp near the beginning of the case in combination with a 2-minute rise to hpp without motor current spikes. Product damage (cannula kink): the failure mode (fm) product damage (cannula kink) was added since the returned product showed evidence of a cannula kink. There is no specific mention of a cannula kink in the clinical details, but there are reports of suction. Data logs are not applicable. The returned pump had a kink in the mid-section of the cannula. The root cause of the product damage (cannula kink) was most likely a cannula kink since the returned product had a cannula kink but it is unknown how the kink occurred. Instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ g1 reporting contact email revised on manufacturer device report 1220648-2025-29066 in accordance with updated procedures. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2025-29066. H6 medical device problem code 1491 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29066. H10 instructions for use were incomplete on the initial manufacturer device report number 1220648-2025-29066.